Event description:
It was reported that the patient's implantable neurostimulator (ins) "just stopped working." It was noted that the event may be due to premature battery depletion. The ins and leads were explanted and replaced. The patient's outcome was not reported. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information was received that reported the patient experienced shocking and abdominal pain before she underwent surgery on (B)(6) 2012. The implantable neurostimulator (ins) and leads were explanted and replaced. During the procedure, it was found that the leads were placed 3 cm from the pylorus of the stomach, when optimal placement is 10 cm. Also, one of the leads appeared loose. It was noted that a new ins pocket was used due to scar tissue at the previous site. The new device was reported to be "working ok." The patient tolerated the procedure well and recovered without sequelae.

Manufacturer narrative:
Lead model: 435135 serial #: (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012 lead model: 435135 serial #: (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. Final device analysis for lead (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.